Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using t.w. Power supply, after completing the dissection process, the harvester started to perform branch ligation. However, after ligating a few branches the harvester noticed that there was intermittent beeping and intermittent energy coming from the generator was the harvesting tool was activated. The harvester switched out the generator for an older generator and the issue of intermittent beeping and intermittent energy was resolved. No injuries occurred due to the defect. The only procedural delay was the time needed to get a new generator which was less than 3 minutes.

Manufacturer narrative:
Tw#(B)(4). The device was returned to the factory for evaluation on 03/18/2025. An investigation was conducted on 03/19/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. An engineer evaluation was conducted. Final testing of the power supply was conducted on 04/11/2025. Using a fluke 8846a precision multimeter bmram ID# (B)(6), per mcv00030545 rev. B, equipment calibration procedure for vasoview power supply. The following results were observed: no load voltage: 5.50vdc; low current output: 4.02 amps dc; high current output: 6.01 amps dc. The complaint vasoview hemopro power supply passed all three output tests verifying that this power supply is operating within specifications. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.